Event description:
Pump set to infuse/deliver feeds at 59ml/hr. Rn (registered nurse) went in as pump was ringing occlusion. When rn looked at feed bag, almost all of the 240mls she had just placed in the bag was gone (approximately 200mls). Device said 1ml delivered. Delivered via j-tube.